Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.the sam 300p passed ¿out qat from heartsine technologies on the 5th july 2012. Corrosion on the membrane tail, due to suspected storage outside of the indicated conditions. The device was returned for ¿red status indicator flashing¿. The device records multiple manual power ons of 10 minutes duration between the (B)(6) 2018 and the (B)(6) 2018. The multiple manual power ons of ten minutes in duration would have led to the depletion of the pad-pak which would have resulted in the reported fault. The fault was traced back to the corrosion observed on the membrane tail. The faults could not be replicated with the new membrane fitted. This would confirm the failure of the returned membrane due to corrosion on as a result of suspected storage outside the indicated conditions. The returned 300p is outside of its warranty and therefore will be scrapped.

Event description:
Red status indicator flashing.there was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing. There was no patient involved in this event.